Manufacturer narrative:
Section e: this event was reported by the sales representative. (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis to assess any potential device defect. Consequently, without proper evaluation of the device, the factors contributing to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that the clip released without squeezing to deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in an unknown procedure performed on (B)(6) 2026. It was reported that the clip released without squeezing to deploy. There were no patient complications reported as a result of this event.